Event description:
Olympus was reported that during a procedure, u504 probe damage error displayed after 6 hrs. The nurse broke the probe when she tried to clean the instrument. There was no pt harm reported. No more info has been obtained.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe broke down at 14mm from the distal end. There was a contact mark of the probe and jaw where the probe was broken off. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The mfg history was reviewed, with no irregularities noted. Based on the analysis result above, since the device was grasping a thick and hard tissue and activated while twisting and grasping tissue, the probe and jaw came into contact with each other. "That caused the device a scratch occurred." After that, since the physician continued to use the device, the crack occurred and the probe damage error displayed. The physician withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. Even when falling off outside the pt body recurs, it would never lead to falling off inside the pt body. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.